Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were requested for return, but the test strips were no longer available for investigation. The customer's meter was returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a sysmex analyzer with dade reagent. The customer could not confirm if the laboratory's analyzer was a sysmex 2500 or sysmex 600. At 4:01 p.m., the customer¿s meter result was 7.9 inr. The customer attempted to retest to confirm the result, but the customer received meter errors; the customer could not provide what error messages were received. The customer¿s laboratory result within 4 hours was 2.2 inr. The customer¿s therapeutic range is 2.0- 3.0 inr.